Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure (batch no. E01920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), pelvic pain ("persistent pelvic pain"), anxiety ("mental anguish") and depression ("depression"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hypersensitivity, vaginal infection, pelvic pain, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, hypersensitivity, pelvic pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jul-2018: pfs received: new events: depression, anxiety, reporter, patient demographic information, product lot number added and previously reported event infection updated to vaginal infection. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 26-year-old female patient who had essure (batch no. E01920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2017, ibuprofen, ketorolac tromethamine (toradol) and paracetamol (acetaminophen). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain"). On (B)(6) 2017, the patient experienced anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (partial hysterectomy, salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, anxiety and depression outcome was unknown and the hypersensitivity, vaginal infection and pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, hypersensitivity, pelvic pain and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events allergic reaction, infection (bladder/ urinary tract/vaginal) type: vaginal and persistent pelvic pain was updated to recovered/resolved. Reporter causality comment was added. New reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 26-year-old female patient who had essure (batch no. E01920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2017, ibuprofen, ketorolac tromethamine (toradol) and paracetamol (acetaminophen). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain"). On (B)(6) 2017, the patient experienced anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (partial hysterectomy, salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, anxiety and depression outcome was unknown and the hypersensitivity, vaginal infection and pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, hypersensitivity, pelvic pain and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure (batch no. E01920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), pelvic pain ("persistent pelvic pain"), anxiety ("mental anguish") and depression ("depression"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hypersensitivity, vaginal infection, pelvic pain, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, hypersensitivity, pelvic pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a (B)(6) female patient who had essure (batch no. E01920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2017, ibuprofen, ketorolac tromethamine (toradol) and paracetamol (acetaminophen). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain"). On (B)(6) 2017, the patient experienced anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (partial hysterectomy, salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, anxiety and depression outcome was unknown and the hypersensitivity, vaginal infection and pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, hypersensitivity, pelvic pain and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Outcome of events allergic reaction, infection (bladder/ urinary tract/vaginal) type: vaginal and persistent pelvic pain was updated to recovered/resolved. Reporter causality comment was added. New reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), infection ("infections") and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the device dislocation, hypersensitivity, infection and pelvic pain outcome was unknown. The reporter considered device dislocation, hypersensitivity, infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.